Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to sense and exhibited low pacing impedance. It was also noted that the there was a deformity in the conductor at the proximal end of the lead that was suspected to be inadvertently clamped with a pair of mosquito clamps. The lead was not used and replaced during procedure. The patient was stable.